Event description:
(B)(6): during the subcutaneous dissection with the electrocautery device, a spark was noted in the wound, the patient ((B)(6) female) started to become agitated, and a burning smell was noted. The drapes were immediately removed, at which time flames were noted beneath the oxygen mask and around the central part of the face. The mask was removed and the fire extinguished. Sterile water was immediately doused on the patient's face, which promptly and completely eliminated any risk of extension of the fire. The fire alarm was activated and a code red was called. The fire department was notified, who responded to the scene. The patient was immediately assessed for safety, airway protection, and medicated for pain. The intended procedure was a temporal artery biopsy procedure. The procedure was done under local anesthesia. The oxygen mask was noted to be available for evaluation. On the user facility medwatch report, the facility noted the suspect product to be the aspen excalibur electrocautery device (conmed corporation). On (B)(6) 2011, the customer (B)(6) indicated that the patient had second degree burns to 80% of the face and was transferred to a tertiary care facility for special treatment of the burns. The patient was then discharged (exact date unknown). The customer also indicated that the exact lot number is unknown but that lot 0000326123 may have been the lot of the oxygen mask involved. The sample is not available.

Manufacturer narrative:
(B)(4). As the sample involved was not made available for evaluation it is not possible to confirm the issue reported. However, samples from current manufacturing were evaluated, finding no anomalies. The product is assembled according to carefusion specifications. In addition, materials of construction (polyvinyl chloride (pvc) and polypropylene) were reviewed and no issues were found. The material is classified by (B)(6) as fire hazard 1 and reactivity 0. It will not ignite by itself, nor react to the gas conducted through it. The oxygen mask is designed to conduct a gas to the patient and then the gas is released to the room through the vents in the oxygen mask. The device history record for the lot reported was evaluated for any manufacturing or material related issues associated with this customer report. The product was manufactured, inspected and released in accordance with carefusion internal procedures and no issues were observed. The manufacturing process of this product was reviewing and no issues were found. The product is being manufactured as specified in carefusion internal procedures. Based on the investigation, it is not possible to determine a root cause for the issue reported. The product remains in compliance with the intended design. (B)(4).